Event description:
It was reported that the patient complained of discomfort at the stimulator site and requested relocation of the stimulator. The patient also noted a loss of appropriate coverage for the target area, and a burning sensation in the pocket. The lead was replaced. The patient recovered without sequela.

Manufacturer narrative:
Lead and anchor were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.